Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the distal conductor (not obstructed).

Event description:
It was reported that during the implant attempt, the lead parameters were bad. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.